Event description:
The customer reported the stent stopped moving when being pulled out of the working channel of the evis exera iii duodenovideoscope. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography involving a liver transplant and biliary anastomosis stent exchange procedure. During the procedure, the prior stent was removed out of the body through the scope. This was through the scope balloon dilation of biliary anastomosis. The first and second biliary stents were inserted. The first stent migrated distally towards the duodenum despite repositioning, so it was removed. Stent removal was initiated after a snare grasp through the scope. The stent stopped moving while being pulled out into the working channel. Multiple attempts to pull out the stent failed and trying to push the stent down and out failed despite ensuring the elevator was fully retracted. It was elected to remove the stent with the scope. The proximal end of the stent would not exit the ampulla either despite gentle traction. Endoscopic inspection was done by passing a second scope (side by side) to verify any issues with the duodenoscope and to attempt to disengage the stent. All was found to be intact. The stent was eventually able to be pushed out of the working channel after multiple attempts. The procedure was delayed and prolonged monitor anesthesia care (mac) sedation was needed. The procedure was completed with the scope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Correction to b5: the statement in the initial MDR indicating that "the scope with the stent was removed" is being corrected. The customer had reported that it was elected to remove the stent with the scope. This report is being supplemented to correct b5 and the initial reporting decision from only a malfunction to a serious injury with a malfunction as reflected on b1, b2, h1, and h6. The suspect device was returned to olympus for evaluation. A visual inspection confirmed a restriction inside the biopsy channel when tested with an olympus kd sphincterotome. The restriction was noted from the distal end side. The biopsy channel was inspected with an olympus boroscope and kinks on the biopsy channel at the bending section side channel walls that cause the restriction were observed. Additionally, there were excessive scrape marks throughout the whole biopsy channel walls. There were also minor debris found inside the biopsy channel wall from the bending section side near the kinks. The bending section cover glue was also cracked. The scope passed the cosmo leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction: d3, g1, h10. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update (d10) with information received from the customer obtained through follow-up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was possible the phenomenon occurred due to the inside of the biopsy channel was kinked during device handling by the user, stent was caught in the channel and failed to pass through smoothly. Non-olympus stent was used with the device. However, causality between the stent and the event was unknown. The root cause of the phenomenon could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the stent stopped moving when being pulled out of the working channel of the evis exera iii duodenovideoscope. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography involving a liver transplant and biliary anastomosis stent exchange procedure. During the procedure, the prior stent was removed out of the body through the scope. This was through the scope balloon dilation of biliary anastomosis. The first and second biliary stents were inserted. The first stent migrated distally towards the duodenum despite repositioning so it was removed. Stent removal was initiated after a snare grasp through the scope. The stent stopped moving while being pulled out into the working channel. Multiple attempts to pull out the stent failed and trying to push the stent down and out failed despite ensuring the elevator was fully retracted. The scope with the stent was removed. The proximal end of the stent would not exit the ampulla either despite gentle traction. Endoscopic inspection was done by passing a second scope (side by side) to verify any issues with the duodenoscope and to attempt to disengage the stent. All was found to be intact. The stent was eventually able to be pushed out of the working channel after multiple attempts. The procedure was delayed and prolonged monitor anesthesia care (mac) sedation was needed. The procedure was completed with the scope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.